Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in liquid in a lens vial. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, micl12.1, -6.5 diopter, implantable collamer lens was implanted upside down (unfolded upside down) into the patients left eye (os) on (B)(6) 2020. The lens was removed and replaced with the backup lens within the same surgery with no patient injury. Problem resolved, no issues, vision doing well.